Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they fell on their left side and broke their arm. Since then, they couldn't get the device to charge up their back. Patient said they did not fall on the area of the implant, but they did have x-rays of their arm taken. Patient then said no matter where they put the recharger, the controller would give the poor quality screen. Patient mentioned they might get good but quality would go right back to poor. Patient had tried resetting controller and moving paddle all around their back. Agent walked patient through entering passive recharge mode and reported middle number 75. Patient kept the paddle in the same spot and started a recharging session, but reported battery low, recharge your implanted device soon screen. Patient tried again and reported poor recharge quality. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and have the device checked. Patient had a doctor's appointment coming up and asked if their pain level would be ok until then without stim, agent again r edirected to doctor to discuss.